Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d9, device available for evaluation, of the initial medwatch report stated: yes. Section d9, device available for evaluation, of the initial medwatch report should have stated: no. Section h3, reason for non-evaluation, of the initial medwatch report stated: device evaluation anticipated, but not yet begun. Section h3, reason for non-evaluation, of the initial medwatch report should have stated: other and box checked for "not returned to manufacturer". Section h6, type of investigation, of the initial medwatch report stated: 4118. Section h6, type of investigation, of the initial medwatch report should have stated: 4114. Section h6, investigation findings, of the initial medwatch report stated: 3233. Section h6, investigation findings, of the initial medwatch report should have stated: 3221. Section h6, investigation conclusions, of the initial medwatch report stated: 11. Section h6, investigation conclusions, of the initial medwatch report should have stated: 4315. Section h10, additional manufacturer narrative of the initial medwatch report stated: h6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. Additional manufacturer narrative of the initial medwatch report should have stated: h6: the reporter contacted ventec to advise that they are declining service for this device. Therefore the device will not be returned to ventec for evaluation. The cause of the reported issue could not be determined. Device not returned to manufacturer.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).